Event description:
The customer reported a corneal burn that necessitated three sutures, attributing the injury to an issue with the flow of irrigation during the use of the handpiece. The customer also indicated that no additional patient intervention or injury was associated with the incident. This report is for the veritas phaco system. Separate reports will be submitted for other products used during the event.

Manufacturer narrative:
Device evaluation: the investigation by the field service engineer resulted in performing an annual preventative maintenance check, which confirmed that the system meets specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
H11. Additional data: the customer was able to complete the procedure in same visit. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.